Manufacturer narrative:
Concomitat medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 psr x2 (hcp, sdy): information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration), bupivacaine (unknown dose and concentration), and ketamine (unknown dose and concentration) via an implantable pump . It was reported on (B)(6) 2020 the patient reported that their pain was managed consistently with previous goals (balancing pain and side effects), but they were thinking about end of life care and end of life goals, and was requesting more comfort and to improve relief from pain and anxiety. The patient presented for a pump refill with new concentrations of medications. New concentrations were ordered to improve the patient's symptoms. The hcp attempted to access the catheter side port to clear the catheter to allow for immediate infusion of new medications. The hcp immediately began infusing the new medications. They were able to only partially clear the catheter as the pump has inverted/flipping in the pocket and likely has kinked the catheter/secondary to a probable catheter kink. A bridge bolus was programmed/calculated to complete the transition to the new concentration of medications. The patient also reported difficulty activating personal therapy manager (ptm) which is secondary to the pump inversion. The patient was signing to hospice, so no intervention will be performed to remedy the device malfunctions. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump inversion and other suspected catheter kink. The clinical diagnosis was uncontrolled breakthrough pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported uncontrolled pain despite multiple increases. The hcp suspected a catheter malfunction. On (B)(6) 2020 surgical observation revealed that the pump had become dislodged from the sutures in the pocket and the catheter was kinked in the pocket. The pump pocket was revised where the pump was repositioned, and a catheter revision was performed where the catheter was spliced, replacing the pump segment. The outcome of the event resolved without sequelae on (B)(6)2020 the device diagnosis was catheter kink and pump inversion and the clinical diagnosis was uncontrolled pain.